Event description:
A customer reported experiencing a past high blood glucose event indicated as "high"; although specific value was not provided. Cause was not known. The customer treated the high blood glucose level with a correction injection. Although the customer's control iq feature was turned on, they experienced frequent high blood glucose levels but declined additional assistance. Customer support suggested the customer consult with a healthcare professional to discuss factors affecting their blood glucose levels, which the customer understood and acknowledged.